Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a surgery, the disposable irrigation/aspiration tip caused a rent in the capsule. There might have been a bur on the polymer tip or had a possible sharp edge. Tip was not sterilized but rinsed and dried. Additional information received clarified that the surgeon believed that there was a burr on the irrigation/aspiration tip that caused a tear in the capsule. The surgeon completed that cataract procedure with a vitrectomy and implanting a sulcus intraocular lens (iol). The patient developed an infection 2 days after surgery, the surgeon indicated the infection was not related to the surgery, however the cause was not indicated. The patient's vision is improving.

Manufacturer narrative:
Additional information is provided in d.10, h.3, h.6 and h.10. An opened disposable I/a tip was returned for evaluation for this report. A review of the device history records traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The disposable I/a tip was visually inspected and deemed conforming. The complaint evaluation does not confirm the report of burr on tip. The returned sample was found to be conforming for all visual inspection associated with the reported event, therefore a burr on tip as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the disposable I/a tip was manufactured to specification. All disposable I/a tips are 100% visually inspected by trained operators during the manufacturing process. The manufacturer internal reference number is: (B)(4).